Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s open button was not working and it was unable to fire. They also noted that the state of the status indicator lights, five white lights, handle indicator, adapter indicator, and reload indicator were solid. They were unable to press the green button and squeeze the handle. The device was not used in the patient.